Event description:
It was reported that the asymptomatic patient presented in the clinic for the follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was reported. The patient would continue to be monitored.